Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy prolonged bleeding/ clotting") in a 39-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included ectopic pregnancy in (B)(6) 2002, smear cervix abnormal, anemia and pid pelvic inflammatory disease. Concurrent conditions included obesity. Concomitant products included oral contraceptive nos. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("cramping"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), tooth fracture ("dental problems /teeth become worse, more fragile, breakin, detoriorating"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), mood altered ("hormonalchanges describe: strong mood changes"), hot flush ("hot flashes"), migraine ("migraines / headaches"), nausea ("nausea"), vaginal discharge ("vaginal discharge"), weight increased ("weight gain"), alopecia ("hair loss") and back pain ("lower back pain"). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, vaginal haemorrhage, menorrhagia, vaginal discharge and back pain had resolved and the tooth fracture, dysmenorrhoea, fatigue, mood altered, hot flush, migraine, nausea, weight increased and alopecia outcome was unknown. The reporter considered abdominal pain lower, alopecia, back pain, dysmenorrhoea, fatigue, genital haemorrhage, hot flush, menorrhagia, migraine, mood altered, nausea, pelvic pain, tooth fracture, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: date(s) of insertion - discrepant data provided: 27apr2015 (pfs) , (B)(6) 2015 (mr). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.4 kg/sqm. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: abdominal pain lower, genital haemorrhage, pelvic pain, menorrhagia, dysmenorrhoea. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs and medical record received: reporter information, patient details, other relevant history, product information, concomitant drugs, events: abnormal bleeding (vaginal), menorrhagia, dental problems/teeth become worse, more fragile, breaking, deteriorating, dysmenorrhea (cramping), fatigue, hormonal changes describe: strong mood changes, hot flashes, migraines/headaches, nausea, vaginal discharge, weight gain, hair loss, lower back pain were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 39-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ectopic pregnancy in (B)(6) 2002, smear cervix abnormal, anemia and pid pelvic inflammatory disease. Concurrent conditions included obesity. Concomitant products included oral contraceptive nos. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy prolonged bleeding/ clotting"), abdominal pain lower ("cramping"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), tooth fracture ("dental problems /teeth become worse, more fragile, breakin, detoriorating"), dysmenorrhoea ("dysmenorrhea (cramping)"), the first episode of fatigue ("fatigue"), mood altered ("hormonalchanges describe: strong mood changes"), hot flush ("hot flashes"), migraine ("migraines / headaches"), nausea ("nausea"), vaginal discharge ("vaginal discharge"), alopecia ("hair loss"), back pain ("lower back pain"), headache ("headache"), anxiety ("worse anxiety"), panic attack ("panic attacks"), the second episode of fatigue ("fatigue"), arthralgia ("arthritis like pain in joint/hip pain") and musculoskeletal stiffness ("lower back stiffness") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy, to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, vaginal haemorrhage, menorrhagia, vaginal discharge and back pain had resolved and the tooth fracture, dysmenorrhoea, mood altered, hot flush, migraine, nausea, weight increased, alopecia, headache, anxiety, panic attack, arthralgia and musculoskeletal stiffness outcome was unknown. The reporter considered abdominal pain lower, alopecia, anxiety, arthralgia, back pain, dysmenorrhoea, genital haemorrhage, headache, hot flush, menorrhagia, migraine, mood altered, musculoskeletal stiffness, nausea, panic attack, pelvic pain, tooth fracture, vaginal discharge, vaginal haemorrhage, weight increased, the first episode of fatigue and the second episode of fatigue to be related to essure. The reporter commented: date(s) of insertion - discrepant data provided: (B)(6) 2015 (pfs) , (B)(6) 2015 (mr). As per pfs, when patient was asked about did she retain the essure device or any portion of it, she said yes and believed she requested for pathology to save but unsure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.4 kg/sqm. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: abdominal pain lower, genital haemorrhage, pelvic pain, menorrhagia, dysmenorrhoea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-apr-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('heavy prolonged bleeding/ clotting') in a 39-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ectopic pregnancy in (B)(6) 2002, smear cervix abnormal, anemia and pid pelvic inflammatory disease. Concurrent conditions included obesity. Concomitant products included oral contraceptive nos. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("cramping"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), tooth fracture ("dental problems /teeth become worse, more fragile, breaking, deteriorating"), dysmenorrhoea ("dysmenorrhea (cramping)"), the first episode of fatigue ("fatigue"), mood altered ("hormonal changes describe: strong mood changes"), hot flush ("hot flashes"), migraine ("migraines / headaches"), nausea ("nausea"), vaginal discharge ("vaginal discharge"), alopecia ("hair loss"), back pain ("lower back pain"), headache ("headache"), anxiety ("worse anxiety"), panic attack ("panic attacks"), the second episode of fatigue ("fatigue") and arthralgia ("arthritis like pain in joint") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy, to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, vaginal haemorrhage, menorrhagia, vaginal discharge and back pain had resolved and the tooth fracture, dysmenorrhoea, mood altered, hot flush, migraine, nausea, weight increased, alopecia, headache, anxiety, panic attack and arthralgia outcome was unknown. The reporter considered abdominal pain lower, alopecia, anxiety, arthralgia, back pain, dysmenorrhoea, genital haemorrhage, headache, hot flush, menorrhagia, migraine, mood altered, nausea, panic attack, pelvic pain, tooth fracture, vaginal discharge, vaginal haemorrhage, weight increased, the first episode of fatigue and the second episode of fatigue to be related to essure. The reporter commented: date(s) of insertion - discrepant data provided: (B)(6) 2015 (mr). As per pfs, when patient was asked about did she retain the essure device or any portion of it, she said yes and believed she requested for pathology to save but unsure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.4 kg/sqm. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: abdominal pain lower, genital haemorrhage, pelvic pain, menorrhagia, dysmenorrhoea. Most recent follow-up information incorporated above includes: on 10-dec-2019: follow-up 3 & 4 processed together. Wrong source document attached on 10-dec-2019: follow-up 3 & 4 processed together. New events: arthritis like pain in joint, fatigue, panic attacks, worse anxiety, headache were added. New reporters added. Incident based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 39-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ectopic pregnancy in (B)(6) 2002, smear cervix abnormal, anemia and pid pelvic inflammatory disease. Concurrent conditions included obesity. Concomitant products included oral contraceptive nos. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy prolonged bleeding/ clotting"), abdominal pain lower ("cramping"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), tooth fracture ("dental problems /teeth become worse, more fragile, breakin, detoriorating"), dysmenorrhoea ("dysmenorrhea (cramping)"), the first episode of fatigue ("fatigue"), mood altered ("hormonalchanges describe: strong mood changes"), hot flush ("hot flashes"), migraine ("migraines / headaches"), nausea ("nausea"), vaginal discharge ("vaginal discharge"), alopecia ("hair loss"), back pain ("lower back pain"), headache ("headache"), anxiety ("worse anxiety"), panic attack ("panic attacks"), the second episode of fatigue ("fatigue"), arthralgia ("arthritis like pain in joint/hip pain") and musculoskeletal stiffness ("lower back stiffness") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy, to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, vaginal haemorrhage, menorrhagia, vaginal discharge and back pain had resolved and the tooth fracture, dysmenorrhoea, mood altered, hot flush, migraine, nausea, weight increased, alopecia, headache, anxiety, panic attack, arthralgia and musculoskeletal stiffness outcome was unknown. The reporter considered abdominal pain lower, alopecia, anxiety, arthralgia, back pain, dysmenorrhoea, genital haemorrhage, headache, hot flush, menorrhagia, migraine, mood altered, musculoskeletal stiffness, nausea, panic attack, pelvic pain, tooth fracture, vaginal discharge, vaginal haemorrhage, weight increased, the first episode of fatigue and the second episode of fatigue to be related to essure. The reporter commented: date(s) of insertion - discrepant data provided: (B)(6) 2015 (pfs) , (B)(6) 2015 (mr). As per pfs, when patient was asked about did she retain the essure device or any portion of it, she said yes and believed she requested for pathology to save but unsure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.4 kg/sqm. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: abdominal pain lower, genital haemorrhage, pelvic pain, menorrhagia, dysmenorrhoea. Most recent follow-up information incorporated above includes: on 23-mar-2020: information received via social media. Events " musculoskeletal stiffness¿ was added. Reporter were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy prolonged bleeding/ clotting") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and abdominal pain lower ("cramping"). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, genital haemorrhage and pelvic pain to be related to essure. The reporter commented: she had need for additional surgery. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.